Event description:
Related manufacturer reference number:2017865-2022-38318. It was reported that a registration form was received, and it stated that the implantable cardioverter defibrillator was explanted, and the right ventricular lead was capped and replaced on (B)(6) 2022. It was noted that the lead was capped due to high capture thresholds. No additional information was given. Further information was requested however was not provided.